Event description:
The cook ncircle nitinol tipless stone extractor was defective when we took it out of the package. The wire is almost disconnected from the handle causing it to not open and close. Please forward to risk to get credit and not charge the patient.